Manufacturer narrative:
Corrected data: b5 - "ripped was opened but not used" should be corrected to "lens was opened but not used". Claim#: (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter states that a cc4204a intraocular lens, diopter +21.0 ripped was opened but not used; the lens would not load in the cartridge. This occurred on (B)(6) 2020. Reportedly, no additional information is available regarding this event.